Manufacturer narrative:
A bci field service engineer (fse) visited customer and found that line 32 and 33 had been swapped around. Fse corrected the line placement and loaded new co2 alkaline buffer.

Event description:
A customer contacted beckman coulter inc. (Bci) customer technical support to report co2 alkaline buffer was empty and the hydro drawer leak. No injury was reported. No operator was exposed.